Manufacturer narrative:
(B)(4). Conclusion: the actual device returned for evaluation. Visual and functional examinations were performed and there were no damages found. The device worked as intended and all remaining straps were delivered properly.

Event description:
It was reported that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2016 and absorbable straps were used. During the procedure, straps were not securing to the mesh when deployed. The procedure was completed with other device and there was no patient consequence reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.